Manufacturer narrative:
Correction: the initial MDR submitted on january 27, 2023 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. The antibiotics was given as a prophylactic. This report is submitted on march 1, 2023.

Event description:
Per the clinic, the patient experienced pain at the implant site and was subsequently treated with antibiotics for a duration of two weeks (specific type and date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 27, 2023.